Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. Do1971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, anxiety (mother) and depression (mother). Previously administered products included for allergy: nickel; for prevent pregnancy: mirena; for an unreported indication: penicillin and penicillin. Past adverse reactions to the above products included headache with penicillin and penicillin. Concurrent conditions included body mass index normal, bipolar disorder and post-traumatic stress disorder. The patient also had a family history of anxiety and depression. Concomitant products included bupropion since 2015, diazepam and lamotrigine (lamictal) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("depression") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she underwent total hysterectomy/bilateral salpingectomy remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, anxiety, depression, headache, tooth disorder, allergy to metals and alopecia outcome was unknown, the migraine, nausea, fatigue and abdominal pain was resolving and the weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, tooth disorder, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: insertion detail: left 4 coils; 3 coils current weight 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure placement, confirmation of tubal blockage. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, depression, nausea, fatigue, hair loss, headache, abdominal pain, weight loss, allergy to metals." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no: do1971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, anxiety (mother) and depression (mother). Previously administered products included for allergy: nickel; for prevent pregnancy: mirena; for an unreported indication: penicillin and penicillin. Past adverse reactions to the above products included headache with penicillin and penicillin. Concurrent conditions included body mass index normal, bipolar disorder and post-traumatic stress disorder. The patient also had a family history of anxiety and depression. Concomitant products included bupropion since 2015, diazepam and lamotrigine (lamictal) since 2015. On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced anxiety ("anxiety") and depression ("depression") and was found to have weight decreased ("weight loss"). In september 2015, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and the first episode of abdominal pain ("pain: abdominal pain"). In december 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she underwent total hysterectomy/bilateral salpingectomy remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of abdominal pain, vulvovaginal pain, abdominal pain lower, anxiety, depression, headache, tooth disorder, allergy to metals and alopecia outcome was unknown, the migraine, nausea and fatigue was resolving and the weight decreased had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, depression, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, tooth disorder, vulvovaginal pain, weight decreased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: insertion detail: left 4 coils; 3 coils. Current weight 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: essure placement, confirmation of tubal blockage. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, depression, nausea, fatigue, hair loss, headache, abdominal pain, weight loss, allergy to metals." Most recent follow-up information incorporated above includes: on 21-jan-2019: reporter information was added. This case concerns 31 year old patient. Her historical and concurrent conditions were added. Lab data was added. Her concomitant medications were added. Essure indication was amended. Essure lot number was added. Per plaintiff fact sheet following events: anxiety, depression, migraines, headache, nausea, dental problems, nickel allergy, fatigue, weight loss, hair loss and pain: abdominal pain) were added. She was recovering from following events: fatigue, hair loss, migraine, pain: abdominal pain nausea and recovered from weight loss. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. Do1971-invaild, d01971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, anxiety (mother) and depression (mother). Previously administered products included for allergy: nickel; for prevent pregnancy: mirena; for an unreported indication: penicillin and penicillin. Past adverse reactions to the above products included headache with penicillin and penicillin. Concurrent conditions included body mass index normal, bipolar disorder and post-traumatic stress disorder. The patient also had a family history of anxiety and depression. Concomitant products included bupropion since 2015, diazepam and lamotrigine (lamictal) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("depression") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she underwent total hysterectomy/bilateral salpingectomy remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, anxiety, depression, headache, tooth disorder, allergy to metals and alopecia outcome was unknown, the migraine, nausea, fatigue and abdominal pain was resolving and the weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, tooth disorder, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: insertion detail: left 4 coils; 3 coils current weight 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure placement, confirmation of tubal blockage.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, depression, nausea, fatigue, hair loss, headache, abdominal pain, weight loss, allergy to metals." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.